Event description:
The nurse entered the patient's room and saw the kangaroo feeding tube with iris technology tube was no longer hanging out of pt's nare. The saw the tube on the bed and immediately called neurocritical care (np) to the bedside. We both saw the end tip of the kangaroo dobhoff feeding tube was broken off and in the left nostril was a piece still in nare. The np pulled it out and we assessed that all tubing was removed and we save the tubing and piece. Vs stable. An order was received to leave bridle in so we can have the dobhoff replaced. Soon after, spoke to np again and decided to remove nasal bridle so the rn removed it with cna at bedside for assist, bridle intact and discarded. The patient pulled out his feeding tube and only the tube came out. The camera broke off of the tube and stayed in the patient's nose. The feeding tube was being held in place by the amt nasal bridle. The pieces of the broken kangaroo feeding tube were saved and given to the cardinal health representative. Manufacturer response for tubes, gastrointestinal (and accessories), kangaroo (per site reporter): the broken kangaroo feeding tube with iris technology was given to a cardinal health rep.